Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP with an allegation of device overheating. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The reported a burning smell sometimes from the humidifier. There was no smell when the humidifier was not operating. The patient stated the device setting "jumps from 1 to 4 without any interaction". The patient further, in response to the thermal event gfe (good faith effort), the patient and the patient's nephew smelled an odor of something burning coming from the device. The patient further described the smell as, "...like someone heated metal." The patient did not see any smoke, flames, melting, warping or any voids/gaps in the enclosure. There were no unintentional openings in the plastic enclosure of the power supply. The device was plugged into a receptacle outlet on the wall. There was a phone charger, a lamp, and a cd player lugged into the same receptacle. There was no property damage. The patient was not using any other medical devices. A one-way valve was not in place in the patient circuit. The patient's house is smokefree (no one that resides in the house is a smoker). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.